Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient had experienced an infected wound under the lifevest. It was reported that the garments were worn too tight and too high up on the patient's chest, causing an incision the patient had to open up. The patient reported that the wound got infected. The patient was reportedly wearing a wound vac and reported that the wound was healing up. The patient had been staying in the hospital on bed rest when the wound was reported.